Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient had excessive no delivery alarm. Customer's blood glucose at time of incident was 224 mg/dl. Customer was is in unable to troubleshoot at time of call because patient is in the hospital. The customer's mother was advised to have son call when he get out of the hospital to do troubleshooting (see svn (B)(4) for hospitalization).